Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2011 (B)(6); (B)(4) implantable pulse generator (ipg) 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed evidence of noise on an electrogram (egm). A review of the egm strips noted that the deflection looked very uniform and could be from an external source. It was further reported that the atrial lead had no capture and triggered a lead monitor warning on 2013 (B)(6) for high impedance paces. There was a large variability in the p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range with 16,334 high impedance paces post lead warning on (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.